Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: leak test and microscopic analysis was performed which identified: valve crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii. Device has been explanted.